Event description:
In process of performing point-of-care (poc) glucose testing with glucose meter, personnel encounters strip errors that require an additional sample(s) to be taken from the patient to get a glucose result. This event failure happens frequently.